Event description:
The pt experienced lack of efficacy. Deep brain stimulator interrogation revealed impedances less than 50 ohms on all bipolar pairs. The extension and stimulator were replaced. The impedance issues continued. The hcp planned on replacing the lead. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).